Event description:
Approx. 14 months post-op, revision surgery was conducted in 2003. Upon removal of nail, articular cartilage was damaged by distal end of nail as surgeon made bone hole the same as the nail cap size.